Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified one curved opening, flat creases, void >1 mm in non-textured and wear abrasion. A microscopic analysis and leak test were performed which identified one curved opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated in the side anterior assessed as surgical damage.

Event description:
Healthcare professional reported an right side "deflation". Healthcare professional later reported "the capsule on the right had some very small granulomas." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported an unknown side "deflation". Device remains implanted.